Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the physician plans to continue to monitor this situation and no invasive intervention is planned at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedances greater than 125 ohms. No adverse patient effects were reported. The patient was to be brought into the clinic in the near future for evaluation. At this time, no further information has been made available.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--